Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer was attempting to test with expired test strips.

Event description:
Customer's husband reported that because customer was not able to test she experienced weakness, disorientation, was mumbling, groaning and was unresponsive. Paramedics treated customer with "a sugar injection" to which she responded. She was also given food and juice. There was no report of death or permanent injury associated with this event.